Event description:
It was reported that there was a channel disconnect. In additional follow up bd learned that during nor-epinephrine medication administered patient blood pressure was decreasing. Co-rn tried to select channel with nor-epinephrine to increase same but "channel disconnected" message flashing. Attempted to disconnect and reconnect channel with no effect, medication syringe quickly changed to another channel and same increased. Patient also required albumin 5% bolus x2 to recover from hypotensive event. Unsure how long channel had been disconnected prior to attempted med increase as site to source done at 0715 and 0800 were both satisfactory. Patient's blood pressure within goal limits until just moments before event. Picu fellow and intensivist in room for all of same.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, g, b, c, d codes, remedial action required, remedial action# and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a channel disconnect could not be replicated through device testing since the devices were not received for inspection; log review was performed using the logs provided by the customer. Inspection and testing could not be performed as the devices were not returned for investigation. A review of the suspect device logs confirms there was a power interruption at the reported incident time. A review of the suspect syringe module error log did not show any errors occurred in the date of the reported incident. The syringe module event log showed the unit was attached to the concomitant pcu on 5sep2024 at 2:35 am. A 2:36 am, a bd 30 ml syringe was selected with a detected volume of 22.689 ml, and an infusion, of an unidentified drug, was programmed at a rate of 0.3648 ml/h. The syringe was replaced twice after the infusion was stopped and a check syringe alarm was observed. Once on (B)(6) 2024 at 11:39 pm, with a detected volume of 25.0535 ml, and the infusion was programmed at a rate of 1.0944 ml/h. The last time it was replaced was on (B)(6) 2024 at 7:44 pm, with a detected volume of 24.7305 ml, and the infusion was programmed at a rate of 1.0944 ml/h. On (B)(6) 2024, at 12:46 am, the channel was selected, and the infusion was programmed at a rate of 1.0032 ml/h, with a volume to be infused (vtbi) of 19.0219 ml. Between 12:46 am and 5:00 am, the user titrated the rate between 0.912 ml/h, 0.8208 ml/h and 0.7296 ml/h. At 7:26 am, the channel select key was pressed, followed by an operator walkaway alarm at 7:27 am. The module experienced a power interruption between 8:56 am and 8:58 am, powering on three times without a registered channel off keypress. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the channel disconnect was not determined; however, the most likely cause is attributed to contamination/corrosion on the inter unit interface (iui) connectors, which cannot be confirmed since the device was not returned to bd.

Event description:
It was reported that there was a channel disconnect. In additional follow up bd learned that during nor-epinephrine medication administered patient blood pressure was decreasing. Co-rn tried to select channel with nor-epinephrine to increase same but "channel disconnected" message flashing. Attempted to disconnect and reconnect channel with no effect, medication syringe quickly changed to another channel and same increased. Patient also required albumin 5% bolus x2 to recover from hypotensive event. Unsure how long channel had been disconnected prior to attempted med increase as site to source done at 0715 and 0800 were both satisfactory. Patient's blood pressure within goal limits until just moments before event. Picu fellow and intensivist in room for all of same. A copy of the health canada report was received, which states, "pt blood pressure decreasing. Co-rn tried to select channel with norepinephrine to increase same but channel disconnected" message flashing. Attempted to disconnect and reconnect channel with no effect, medication syringe quickly changed to another channel and same increased. Pt also required albumin 5% bolus x2 to recover from hypotensive event. Unsure how long channel had been disconnected prior to attempted med increase as site to source done at 0715 and 0800 were both satisfactory. Patient's blood pressure within goal limits until just moments before event."